Event description:
Patient reported left side "side effects is seroma, bia-alcl." Pathological markers confirming alcl have not been received. Device status is unknown but presumed still implanted.

Manufacturer narrative:
Continued correct partial implant date: (B)(6) 2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: ¿side effects is seroma, bia-alcl.¿

Event description:
Physician reported "swelling, pain symptoms". MRI showed inflammation around the prosthesis or suspected two differential diagnosis of prosthesis-related retrograde large cell lymphoma. A film biopsy showed ¿fibrosis synovial metaplasia¿. Also reported "chills, fever" which is not related to the device. The device has been explanted and replaced. Treatment: capsulectomy, film resection.